Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration and qc data before the event were ok. The customer's system alarm trace contained no abnormalities. After the event, the customer replaced and primed the ise reagents but had na calibration issues. The customer noticed a leak within the ise compartment. The field service engineer discovered the rinsing mechanism was not properly washing the cuvettes due to a tear within the tubing at one of the rinse nozzles. He replaced the affected tubing. He performed calibration, qc, precision testing, and a patient comparison with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. For patient 1, the initial na results were reported outside the laboratory. The physician questioned the initial na result and collected a new sample. Due to the discrepancy in na results between samples, the customer performed repeat testing with the initial sample on a different analyzer. At 11:24, patient 1's initial na result was 169 mmol/l. A few hours later," the patient's new sample had a na result of 137 mmol/l. The patient's initial sample was repeated and the na result was 136 mmol/l. For patient 2 and patient 3, the initial results were not reported outside the laboratory. The customer performed repeat testing with the same samples on a different analyzer for confirmation. At 13:35, patient 2's initial na result was 170 mmol/l, and the patient's repeat na result was 138 mmol/l. At 13:46, patient 3's initial na result was 175 mmol/l, and the patient's repeat na result was 137 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number was f81 with an expiration date requested but not provided.